Event description:
It was reported that the patient the patient developed an infection. A transesophageal echocardiography (tee) showed vegetation on the pacing lead. The system was explanted and temporary lead implanted. The system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2012. (B)(4).